Event description:
Customer called stating that meter was reporting high results. Customer got a reading over 300 mg/dl so customer took some glucose, their blood glucose then was very low and customer ended up in the hosp where customer received an IV. Customer asked to return meter for further eval, and a replacement was provided.